Manufacturer narrative:
Follow-up #1: date of submission 01/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/23/2015 with the following findings: there was no evidence of moisture in the battery compartment. There was a crack in the battery compartment. Moisture was found on the transceiver board and the force sensor plate. The display lens was scracthed. The audio bolus button cover was torn, but still responsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was scratched. The reporter stated that the battery compartment was cracked and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.